Event description:
Patient called to report an issue with a chemical used in pvc tubing called dehp, which is present in many medical devices including the smart capnoline plus tubing. Patient stated she was unable to receive treatment at a hospital for a colonoscopy due to a reaction to dehp where she couldn't breathe. Patient stated that many devices contain this chemical, which leaves her unable to have surgery, get oxygen, or receive nebulizing treatments because of her reaction to the dehp in the pvc tubing. Patient is very concerned and would like to know why it's still being used without offering an alternative, like silicon, for those who have a harmful reaction to dehp.